Manufacturer narrative:
There was no button error alarm noted. The insulin pump had no button response due to the corroded keypad traces. They were unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor test, and excessive no delivery test due to no button response. The pump had a scratched case near the up and down arrow buttons, a minor scratched display window, a cracked case at the display window corner, and a cracked reservoir tube lip. The pump was received without the original belt clip and they were unable to verify the damage to the belt clip. There was no damage noted on the belt clip slot. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm 3 hours ago. Customer was wearing the pump in her bra. Customer reported that the pump has been dropped in the past and there are a few scratches but no physical damage. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer also reported being hospitalized on (B)(6) 2015 for diabetic ketoacidosis. Customer doesn't think that it was pump related. Customer's blood glucose was over 700 mg/dl at the time of the incident. Customer had pain in the base of their head and down the neck and into the back/shoulder blades and in the chest and arms. Customer felt severe pain and had elevated blood glucose. Customer was given an insulin IV drip and was wearing the pump at the time of the hospitalization.